Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the bd central processing unit (cpu) printed circuit board (pcb). The device passed all calibration, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).

Event description:
A report received form the USA stated an 840 ventilator experienced a failed breath delivery (bd) power on self test (post) with loss of communication to graphic user interface (gui). There was no report of patient involvement at the time of the event occurred. The date of the event is unknown.